Event description:
It was reported that stent damage occurred. A 2.25x32mm promus premier¿ stent delivery system (sds) was selected. Upon trying to cross the device into a non-bsc guide catheter extension, the device was not able to cross. It was then noted that the distal end of the stent "peeled back." The sds was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).